Event description:
It was reported that the patient experienced pain in the knee and loose components.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown large 6mm eius tibia. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding loosening involving a eius uni tib lg 6mm lm/rl was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. A review of the device history records could not be performed as no lot information was provided. The reported event involves pain and loose components. The exact cause of the event could not be determined because further information is needed to determine the root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient experienced pain in the knee and loose components.